Event description:
Journal reference: guehl, et al. "Side-effects of subthalamic stimulation in parkinson's disease: clinical evolution and predictive factors" european journal of neurology; 2006; 13; 9 p. 963-971. The article presents study results describing the evolution of side effects in a cohort of patients at 3 and 12 months. The patients, all with advanced parkinsons disease, were being treated with bilateral deep brain stimulation of the stn. A number of patient complications were reported. Reportable event(s): some patients reported blepharospasm or apraxia symptoms. One patient reported symptoms at 3 months and 3 patients had symptoms at 12 months. One patient had impairment of pre-surgery symptoms and some reports were induced by surgery. Treatment and outcome information was not provided.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication. See scanned pages.